Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that provocative testing was performed and noise was not reproduced. An x-ray was also performed and no anomalies were observed. The patient was stable and will continue to be monitored.